Event description:
It was further reported that a volume discrepancy was again noted during patient follow up for monitoring via a volume check on (B)(6) 2015; the actual residual volume (arv) was 8 and the expected residual volume (erv) was 35.7. Over-infusion was alleged; there was no pocket fill or programming error. It was unknown if previous discrepancies had been noted on past refills, or what the volume injected at the last refill was. However, it was believed that over-infusion was reported in "early (B)(6)." On (B)(6) 2015 (previously reported as (B)(6) 2015), the patient's dose was lowered. It was noted that the patient complained of itching at that time (previously reported as severe itching on the patient's neck and chest). No new patient symptoms were reported. No interventions, troubleshooting, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2015 regarding the delivery of lioresal (2000mcg/ml, 200mcg/day). The pump and catheter were replaced on that day and sent back for analysis.

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv)was less than the expected residual volume (erv). The arv was 0cc and the erv was 11.8cc. The patient was seen on 2015 (B)(6) for the first time as a new patient. The pump was interrogated then and it stated the low reservoir alarm date was 2015 (B)(6) with a 41 day interval. The pump was refilled and the daily intrathecal baclofen dose was decreased from 400ug/day to 200ug/day because, the patient presented to the clinic on 2015 (B)(6), in withdrawal, including hallucinations and severe itching on patient's neck and chest. The symptoms began 2-3 weeks prior to 2015 (B)(6). The patient now had symptom of being "very fatigued." The patient never heard an audible pump alarm. The cause of the volume discrepancy was not determined. The last refill prior to the refill on 2015 (B)(6), was with the previous follow-up physician on 2015 (B)(6) at 14:04. It was noted that there was no refill issues at 2015 (B)(6). The pump had always worked normal. The manufacture representative was going to see the patient at the new clinic on 2015 (B)(6) to do troubleshooting. The patient was doing well as of 2015 (B)(6). The manufacture representative read the logs and everything looked normal back to the last refills the patient had. An alarm test was done and that was good as well. It was reported that as of 2015 (B)(6), the patient recovered without permanent impairment. It was noted that they would continue to monitor the patient. The patient was doing good on current dose. The plan was to have the patient back in 6 weeks and check the reservoir volume by pulling out the drug and comparing to what the actual should be. The pump system was delivering lioresal.

Manufacturer narrative:
Product ID 8709, lot# j10808r62, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of 8709 catheter revealed no significant anomaly found.